Manufacturer narrative:
Three cds containing tee images were provided and comments / review from aga's medical consultant of the tee images are as follows: the cds showed a large, mid-muscular vsd, an adjacent apical small vsd and, a small perimembranous vsd. There was trace tr before the device procedure. The muscular septum toward the av valves was of thin consistency. The main defect was large. The initial attempt to close the defect with a 14mm muscvsd showed that the sheath was through the adjacent, small, apically-located vsd, therefore, the position of the device was sub-optimal. The sheath and the device were removed; the position of the rv free wall entry of the sheath was changed and the sheath was re-inserted. A 16mm muscvsd was implanted without any difficulty. The device appeared in an optimal location. After release, some views showed entrapment of the septal leaflet/and or chorda of the tricuspid valve. There was moderate tr seen. One cd showed tee images after the device had been explanted and the defect repaired with patch. The function was depressed. Review of the medical records and images by agas medical consultant resulted in the following findings: this infant was found to have multiple vsds. The central defect was large and she underwent per ventricular closure of the central defect with a 16mm muscularvsd occluder (muscvsd). Closure of the defect was first attempted with a 14mm muscvsd but was removed and replaced with a 16mm muscvsd. The procedure was uneventful. The patient was discharged but was brought back due to her "failure to thrive." A cardiac catheterization was performed and a shunt ratio of 2:1 was discovered. She also had moderate tricuspid regurgitation (tr) by echocardiography. She went back to the or and underwent removal of the device and patch closure of the defect. A second, small defect was closed with a stitch. The tricuspid valve chordae were trapped to the fibrous tissue that had developed around the device. The adhesions were cut, the device was removed and the resultant injury to the tricuspid valve while separating them from the adhesions was repaired and the defect closed with a goretex patch. She also underwent comissuroplasty of the tricuspid valve. The device was deformed from the original configuration and partially firmed by the fibrin tissue. The device waist was about 13-14mm in diameter and significantly elongated in length. The edge to edge distance between the discs was increased to 12-13mm. The device left ventricular disc was significantly concaved and measured 22mm in diameter, about 70% surface area was covered by neo-intima, the other 30% area, basically in the central part was uncovered. The right ventricular disc was flat and measures 23mm in diameter. About 50% disc surface was covered by the neo-intima, and another 50% in the central area was uncovered. The neo-intima was also covered the half area in the device waist, where closed to the left disc. There were no broken wires were found, and all the patches and threads were intact. The returned device met 16mm muscular vsd specifications but was compressed and deformed. No abnormalities were found with the device itself. Device waist elongation and discs separation each other might be related to the device oversizing and the left disc was pulling too much into the septum when deploying evidenced by the fact that the left disc was significantly concaved. A part of the device waist and right disc might be protruded into right ventricle evidenced by the fact that no neo-intima was covering the waist in the area close to the right disc, which could be one of the reasons causing significant residual shunt. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
According to the information received, a 16mm amplatzer muscular vsd occluder (muscvsd) was successfully implanted on (B)(6), 2011. On or about (B)(6), 2012 the patient presented with signs and symptoms of heart failure and a large residual shunt was observed. Surgery was performed and the muscvsd device was removed and the defect was closed with a patch.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.